Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified malfunction occurred. The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and receiver boot were performed and passed. Data log analysis was performed and passed. Functional test results were performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The customer¿s complaint was not confirmed due to "high alarm" was not set on the incident date. The allegation was not confirmed. The probable cause could not be determined. Additionally, two accessories were returned for evaluation. Both charging test were performed and passed. Both external visual inspection were performed and passed. The allegation was not confirmed as reported allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia, loss of consciousness and coma. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2023, the patient was found in her room and had collapsed by staff at the nursing home. The patient did not have breakfast that morning, the emergency services were called, and the patient was brought to the hospital. It is unknown if the patient received any treatment before she arrived at the hospital, but when the patient arrived at the hospital the blood sugar reading was 1080 mg/dl. No cgm (continuous glucose monitor) reading was available from this moment, as according to the reporter, the last cgm reading was from 6 am that morning. The patient was admitted into the ICU (intensive care unit) and was intubated and in a coma for 3 days. After 3 days the situation started to improve, and the patient felt a bit better. She stayed admitted for a few more days and received intravenous treatment with insulin and she was put on a ¿soft¿ diet. The patient was eventually discharged from the hospital 7 days after she was admitted. The reporter stated that the patient had no memory of what happened that day and was shocked when she heard what happened when she woke up from the coma. The reporter insisted that they did not even know exactly what happened. At the time of the report the patient was feeling okay. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.